Event description:
It was reported the customer experience blood glucose (bg) of 650 mg/dl and diabetic ketoacidosis. Customer was taken to the emergency room and treated with an insulin drip. Customer was released after 6 or 7 hours as customer felt better and had a bg of 286 mg/dl, cause for bg was unknown. Customer declined to troubleshoot and reverted to manual injections for alternate insulin therapy.